Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, and that there was dried steroid on the helix within the sleeve head.

Event description:
It was reported that during the implant procedure, there was difficulty extending/retracting the helix. The lead was not implanted. No patient complications were reported as a result of this event.